Event description:
Same case as: 2134265-2012-02605 and 2134265-2012-02608. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and vessel perforation occurred. The 90 to 99% stenotic lesion was located in the moderate to severely tortuous and moderate to severely calcified right coronary artery (rca). The physician advanced a rotawire and an unspecified sized rotalink burr to the lesion and during ablation using speeds of 190,000 to 200,000rpms the distal portion of the wire snapped off and the burr perforated the vessel wall of the distal rca. The guide wire fragment was not retrieved and remains in the posterolateral ventricular artery. The procedure was completed with embospheres to treat the perforation. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).